Manufacturer narrative:
Component code 527 valve is no longer aplicable. The valve was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery returned, therefore no imaging evaluation. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. An existing technical summary is applicable to this event, therefore a lot history review and complaint history review is not required. Review of manufacturing mitigation and review of the instructions for use and training mitigations relevant to the reported issue is captured in an existing technical summary. A risk assessment was performed on the reported event and revealed no evidence of product non conformances or labeling/IFU inadequacies. No further action is required. The complaint for failure frame damage was unable to be confirmed. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. Of the root causes identified in the technical summary the following were applicable to this event; excessive device manipulation/ high push force can lead to the valve struts interacting with the sheath shaft and resulted the strut damage at the valve inflow side. As reported difficulty was encountered during advancing through esheath and the inflow struts were visualiyed as bent after the valve exited the esheath into the aorta. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulted in frame damage. The technical summary also outlines the extensive manufacturing mitigations inplace to detect a defect or nonconformance associated with this issue. There are several 100% inprocess inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing nonconformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that procedural factors (excessive device manipulation, high push force) may have contributed to the reported event. An existing technical summary. No further action is required. Since no manufacturing nonconformances were identified, no corrective and preventative actions (CAPA) is required.

Manufacturer narrative:
Investigation is ongoing. Device remains in use.

Event description:
As reported, during an implant procedure to place a 26 sapien 3 ultra resilia valve in aortic position via transfemoral approach, difficulty was encountered during advancing through esheath and the inflow struts were visualized as bent after the valve exited the esheath into the aorta. The team decided to proceed with implant. There was no injury to the patient and it was a successful implant.